Event description:
It was reported that the 9900 system continued to beep after the fluoro button was released. The left monitor on the 9900 system was not displaying live fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.